Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 24th august 2010 and that it had performed to specification up to the 7th september 2014. Multiple manual power ups mainly of ten minutes duration were observed between the 9th september 2014 and the 14th september 2014. The device successfully performed all weekly auto self-tests between the 21st september 2014 and the 12th july 2015. Later on the 12th july 2015 the device begins to record multiple manual power ups of mainly ten minutes duration. These multiple manual power ups continue until the last log entry on the 26th november 2015. During this time the pad-pak became depleted and further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.